Event description:
It was reported that both the atrial and the right ventricular leads dislodged later the same day that they were implanted. The next day, both leads were revised. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2014. (B)(4).